Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and a failed test step occurred during testing. The device was not in patient use. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition and a failed test step occurred. The ventilator was returned to a third party service center for evaluation and the ventilator inoperative complaint was confirmed. The device's system board was replaced to address the issue. The test failure was due to a testing station issue. No test failures were observed by the third party service center.